Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they were seen by their dentist who advised them against using the aligners. A letter of recommendation provided that states; patient present for a full exam and the following was found. Canted jaw and chin causing a canted smile, class 2 right side, class 1 left side, peg laterals #7 and 10 causing tooth size arch length discrepancy (tsald), lower arch crowding, tilted arch, upper arch spacing, misalignment, and tilted arch. With tese conditions, the patient was advised against direct-to-consumer aligners. It is the professional opinion that alignment at home without monitoring can cause the patient harm. With the patient's canted jaw and tsald, unmonitored at home alignment can result in tmj pain, difficulty chewing, an imbalanced bite and headaches.